Event description:
A consumer whose indication for use is parkinson's reported their deep brain stimulator had stopped their tremors but they were now severely disabled, the patient could not walk or speak.

Event description:
Additional information was received from a patient. It was reported that about one year after receiving the implantable neurostimulator (ins) in 2003, the patient started having trouble speaking and it has gradually gotten worse. Reprogramming was attempted, but it did not resolve the issue. The patient also stated that she can barely stand and cannot go very far with a walker; a wheelchair was used. It was noted that typing was difficult for the patient. The patient also confirmed that her therapy has eliminated her tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.